Event description:
104 led cluster probe wavelength = 660nm & 850nm issue 1 (sn: (B)(6)) probe has been getting much hotter than previous ones. This has been noted despite using the 5 min on time (1x5 minutes application time) and then 20 minutes in cool down time.

Manufacturer narrative:
The customer does not want to return the product for investigation. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.